Manufacturer narrative:
When the subject device was inspected in the user's facility, it was confirmed that the subject device worked without abnormality. It often occurs that medical device does not work in this facility, and the user considers that the cause of this is deterioration of power supply apparatus in this facility. From the above inspection result, it is supposed that the subject phenomena occurred due to the deterioration of power supply apparatus in user's facility. The user decided to use the subject device in the same condition.

Event description:
When the subject device was used during a procedure, an ultrasonic output couldn't be activated while stepping on a pedal of the foot switch. Then the user changed a scissors and a transducer, but an ultrasonic output couldn't be activated. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
Where it states in the initial report "the subject device" is now changed to "the subject system". Olympus obtained the following information. The subject system wasn't returned to olympus for evaluation since the user continued to use this system. It was informed that the user owns two generators (sonosurg-g2) which is the component device of this system. The serial number of these two generators is (B)(4), but the serial number of the unit that was used in this phenomenon was not identified. The manufacturing history of these two serial numbers was reviewed, with no irregularities that related to this phenomenon noted.